Manufacturer narrative:
The customer reported that the display on the bsm (bedside monitor) is not working on this monitor and the nibp connector is broken. The device is still sending waveforms to the cns. Display is completely black. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the display on the bsm (bedside monitor) is not working on this monitor and the nibp connector is broken. The device is still sending waveforms to the cns. Display is completely black.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the display on the bsm (bedside monitor) is not working on this monitor and the nibp connector is broken. The device is still sending waveforms to the cns. Display is completely black. The unit has been evaluated and the problem has been duplicated. The lcd screen was replaced to resolve the issue. The step deflation and the air leak test failed, replaced the nibp socket and the nibp pcb to resolve the issue. Tested and complete all steps in the maintenance check sheet per service manual. The device has been repaired and sent back to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.